Event description:
It was reported on (B)(6) 2026 that the patient's infusion set cannula was bent. Patient experienced high blood glucose level and treated with manual injection. Infusion set was used for one day.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia. (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.